Manufacturer narrative:
Product type accessory product ID 97745 lot# (B)(4) implanted: explanted: product type programmer, if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for non-malignant pain.it was reported that the patient was still having problems charging the controller. They said the green light doesn't always come on the power supply. The patient noted they had to wiggle the part that plugged into the wall to get the green light on the power supply to come on. Patient said this happened regardless of the outlet. They could leave the controller plugged in for 12 hours or better and it would not charge. The green light on the controller would start to flash then it would just stop and the controller would not be charged. Additional information was received from a consumer about an implantable neurostimulator (ins) implanted for non-malignant pain. It was reported that the controller was turning off when charging the battery and not charging it. They had received the replacement recharger for the controller and but they were still having the same issue. They indicated that when they plugged the recharger into the wall and the green light would be flashing then the green light went away, indicating controller was not charging. The patient was transferred to repair and the controller was replaced. No further complications have been reported.

Manufacturer narrative:
Other applicable components are: product ID: 97745bp, lot#: nlh006429n, product type: accessory. Other relevant device(s) are: product ID: 97745bp, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the intellis battery won¿t charge past 70%. The patient reported that they were having difficulty recharging. It was reported that the ins was turning off by itself. The patient reported that when they use the controller, it shows that the group and program have been turned off but they could turn it back on. No patient complications have been reported because of this event.

Manufacturer narrative:
Manufacturer report #3004209178-2018-05435 submitted on (B)(4) 2018 had an incorrect aware date. The correct aware date of that report was (B)(4) 2018. That report was intended to be a correction report only. There was no late submission. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the external controller battery charging pack, product ID: 97745bp, lot# nlh006429n found that it had bad thermistor connection in the battery causing failure and causing the battery not charging in controller. Concomitant medical products: product ID: 97745bp, lot# nlh006429n, product type: accessory product. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the a replacement battery was sent and "it seems to be working so far".